Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set is not working issue on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with bolus and changed the infusion set.